Event description:
It was reported that this pacemaker exhibited electromagnetic interference (emi) noise oversensing on the right ventricular (rv) channel, which resulted in a pacing inhibition episode lasting 3 seconds in a pacemaker-dependent patient. Technical services (ts) recommended evaluating the patient's activity at the time of the event. No adverse patient effects were reported. This pacemaker remains in service.